Event description:
On 1/2/97, the physician contacted a MFR nurse and reported that the device was implanted 10 days ago (12/23/96) and the pt remains hospitalized in ICU (intensive care unit) due to abdominal bleeding in the area of the liver. It was add'l stated that the pt had a colectomy at the time of device implant. The physician requested info related to haps (hepatic arterial perfusion study) and fudr calculation. Fudr calculation was discussed, based on the predicted device flow rate of 2.19 and starting dose of 0.2 mg/kg/day. Hsps and device sideport cautions were also discussed. The MFR nurse recommended that a haps be performed prior to initiating chemotherapy, particularly in view of the reported bleeding. The MFR nurse was informed that the facility has no experience with the device. Arrangements were made for a MFR sales rep to provide an on-site in-service training for the haps that afternoon (1/2/97).